Event description:
It was reported that pump screen was broken, with touchscreen cracked, unreadable, and unresponsive, although pump was still able to start, charge, and be recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation and distributor arranged replacement pump with new serial number.